Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. Initial reporter address: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the titanium adapter and the transfer set. The patient that reported they heard a snap in the middle of the night and then felt the fluid from the disconnection. The following day the patient experienced peritonitis. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.